Manufacturer narrative:
As noted in a literature by tebaldi et al comparison of verapamil versus heparin as adjunctive treatment for transradial coronary procedures: the vermut study, cardiology 2018;140:74¿82 report two (2) cases of access site hemorrhagic complication (ach). Coronary artery angiography (caa) was performed with 6-fr super torque plus diagnostic catheters in all procedures. The devices were not received for analysis. Additionally, as the sterile lot numbers are not available, the device history record (DHR) reviews could not be performed. Without the return of the devices for analysis or procedural films, the reported events could not be confirmed. Vascular access site complications are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Although a conclusive root cause could not be determined, patient and/or pharmacological factors are likely contributing factors. These complications may occur at any time during or after the procedure and users are trained and experienced in how to treat these complications. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. (B)(4).

Event description:
As noted in a literature by tebaldi et al comparison of verapamil versus heparin as adjunctive treatment for transradial coronary procedures: the vermut study, cardiology 2018;140:74¿82 report two (2) cases of access site hemorrhagic complication (ach). Coronary artery angiography (caa) was performed with 6-fr super torque plus diagnostic catheters in all procedures.